Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the explanting physician regarding event, product, or patient details will not be requested as the patient has advised physician is deceased. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported right side "flipped." The device has been explanted.